Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the crfs, the 70yr old patient required hospitalization due to post-operative hypoxemia which resolved allowing the patient to be discharged home 7 days later. No further patient impact would be anticipated. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that cellulitis was presented by patient post operative.